Event description:
It was reported that the patient's right atrial lead exhibited p-wave amplitude variation and noise leading to over-sensing, inappropriate automatic mode switch and pacing inhibition. The lead was explanted and replaced. There were no patient consequences.